Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones as it had exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes were made and the ICD remains implanted and in service. No adverse patient effects were reported.